Event description:
It was reported that two separate 3.0x24mm taxus liberte stent delivery systems had "buggered" stent struts. No patient complications were reported. Additional information was requested, but not available.

Event description:
It was reported that two separate 3.0x24mm taxus liberte stent delivery systems had "buggered" stent struts. No patient complications were reported. Additional information was requested, but not available.

Manufacturer narrative:
Manufacturer name: corrected. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified proximal stent damage. Stent strut rows 1 and 2 were severely misaligned. Shaft kinks were noted approximately 10cm and 20.5cm from the catheter tip. This type of damage is consistent with excessive force used during the procedure. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that two separate 3.0x24mm taxus liberte stent delivery systems had "buggered" stent struts. No patient complications were reported. Additional information was requested, but not available.

Manufacturer narrative:
(B)(4).